Event description:
In 2007, pt was "shocked" over sixty (60) inappropriate times by the malfunctioning device (a/k/a "sprint fidelis" leads) due to a fracture in the lead; body rocking shocks from the defective lead(s); high voltage shocks from the defective leads; screaming in pain; fear of impending death; v-tach; syncope; respiratory arrest; agonal respirations; pulseless; apneic; died and required CPR with assisted ventilation and chest compressions; intubation; shocked by 360 j; resuscitated; damage to heart; damage to ribs; bruises and contusions; complex life threatening surgery to replace the pacemaker and leads; hospitalization; and extreme physical and emotional pain and suffering. Please advise me who is handling these claims and who I should send the medical records and hipaa complaint authorizations to. Pursuant to the freedom of information act, I kindly request a copy of the file concerning medtronic's faulty defibrillator wire (sprint fidelis # 6949 lead) which was causing shocks to patients.